Manufacturer narrative:
The event occurred in (B)(6), while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the patient was hospitalized for elevated blood glucose levels of 300 mg/dl. Caller alleges an inaccurate delivery of insulin. Caller stated patient was treated with an insulin drip. Requested return of the alleged device for evaluation.